Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported that when drawing blood into the bd vacutainer® sst¿ blood collection tubes, they were underfilled. Six to ten tubes were affected. No health impact or consequence reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. Underfill was not observed in the photos. Additionally, retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. 20 retain samples were subjected to a draw test for low or no draw. All tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has not been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 2 of 2: it was reported that when drawing blood into the bd vacutainer® sst¿ blood collection tubes, they were underfilled. Six to ten tubes were affected. No health impact or consequence reported.